Event description:
It was reported that this right ventricular (rv) lead exhibited loss of capture (loc). Upon review, the thresholds were at 3.5v and patient's heart rate was around 20bpm. Technical services (ts) discussed trouble-shooting rv lead position options. The intrinsic amplitude was out of range. This rv lead remains in service. No adverse patient effects were reported.